Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was damage in the catheter cover. It was reported there was no patient injury, medical intervention, or adverse reaction is associated with this event.